Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) result(s) was/were obtained on patient sample(s) on an atellica ch 930 analyzer. The customer did not provide specific patient data. Prior to calling siemens, the customer placed a fresh reagent pack onboard. Siemens remotely assisted the customer with replacing the bent dilution probe; the customer also cleaned, primed, and auto-aligned the probe and performed an auto-check, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse turned off the angular motor for the dilution arm, moved the arm through its normal path, and observed no obstructions. Then, the cse aligned the arm, checked alignment to the vessel mover module (vmm), and ran an auto-check, which was acceptable. Since qcs were acceptable and no issues were reported with other samples, siemens ruled out reagent issues. Siemens further evaluated the instrument data and determined that the dilution arm was making contact with an object, which triggered level sense detector. With the service activities mentioned above, the cse optimized the alignment of the dilution probe. It is unknown if the bent probe was directly related to the erroneous co2_c result(s) as these events appear to be isolated. The cause of the falsely elevated co2_c result(s) is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2024-00051 and MDR 2432235-2024-00052 were filed for the other impacted samples obtained on (B)(6) 2024, respectively.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) result(s) was/were obtained on patient sample(s) on an atellica ch 930 analyzer. The customer indicated that when the sample(s) was/were repeated, the repeat result(s) recovered within the normal range. The repeat result(s) was/were considered correct. The customer did not provide specific details of the event that occurred on (B)(6) 2024; thus, this report is being filed in an abundance of caution. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.